Event description:
The manufacturer has made numerous requests for additional information regarding the end user's allegations, and for the return of the devices for evaluation. To date, no devices have been returned. Photos were provided and reviewed. There is no obvious photographic evidence of a thermal event or "overheating" having occurred to the "battery pack" or any of the other devices. It is unknown if the end user still has the devices in his possession. The "battery pack" or power supply is designed in accordance to iec 60601 and applicable parts of iec 60950. Voltage in the CPAP/humidifier device is limited to 12 v dc nominal, and current is limited by the device fuse, to minimize the potential for electrical fire. The design of the electronics mechanicals are robust enough to resist damage that would result from typical usage. Based on the available information, the manufacturer is unable to confirm the allegations of harm. No further action is necessary at this time.

Event description:
It was alleged by an end user that on or about (B)(6) 2007, he sustained a "severe burn to the leg, scar, multiple contusions and bruises of body, and shock to nerves and nervous system" when a "battery pack" to a bi-level positive airway pressure (bipap) device and associated heated humidifier "overheated". It was indicated that the end user had the "battery pack" next to him as he slept. There was no information provided as to any medical intervention required at the time of the alleged event, or subsequent treatment. A search of the manufacturer's complaint system indicates the bipap, heated humidifier, "battery pack", and/or other power supplies have not been received for evaluation in response to a reported malfunction or adverse event since date of manufacture (2004). It is unknown if the devices are available for evaluation. The manufacturer's investigation is on-going. A follow up report will be filed upon completion of the manufacturer's investigation.